Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Initial reporter occupation: occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforation. The indication for the filter implant, procedural details and patient medical history has not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported filter perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
Additional information received per the medical records state that the indication filter placement was massive pulmonary embolism (pe). The patient had developed complications of thrombolytic therapy. The right side of the patient's neck and indwelling central line were prepared. A benton wire was advanced through the existing central line into the inner inferior vena cava (ivc). The central line was removed and replaced with a 5 french pigtail catheter. The pigtail catheter was positioned in the lower inferior vena cava and a venocavogram was performed. The images showed the vena cava was appropriate in size for placement of the filter and the left renal vein inflow was detected at the right upper margin of the l2 vertebral body. The pigtail catheter was exchanged over an amplatz wire. The pigtail catheter was removed and replaced with the ivc filter sheath. The sheath was advanced with the tip at the upper margin of the l2 vertebral body. The filter was then advanced to the tip of the sheath and the sheath withdrawn deploying the filter successfully. The filter expanded appropriately and was oriented along the long axis of the ivc. A post procedural venocavogram revealed the vena cava was patent and the filter was in a good position. Following the procedure, the sheath was withdrawn, central line replaced and hemostasis achieved. The patient was then released to the intensive care unit and respiratory therapy. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc). The patient became aware of the reported events approximately three years and eleven months after the index procedure. The patient continues to experience anxiety related to the filter.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforation. The patient reported becoming aware of perforation of filter strut(s) outside the inferior vena cava (ivc) approximately three years and eleven months post implant. The patient also reported anxiety related to the filter. According to the medical records, the indication for the filter implant was massive pulmonary embolism and development of complications from thrombolytic therapy. The filter was placed via a pre-existing central line in the right neck and deployed with the tip at the upper margin of the l2 vertebral body. A post procedural venacavogram revealed the vena cava was patent and the filter was in a good position. Following the procedure, the sheath was withdrawn, and the central line was replaced. The patient was then released to the intensive care unit and respiratory therapy. The product remains implant and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported filter perforation could not be confirmed or further clarified. Anxiety is an emotion characterized by an unpleasant state of inner turmoil, often accompanied by nervous behavior, somatic complaints, and rumination. The physiological symptoms of anxiety may include, but are not limited to neurological, respiratory, cardiac, muscular, and cutaneous. These symptoms of anxiety do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.